Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that the assistant got an electric shock during use of a thermaprep 2 oven; no injury resulted.